Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure (batch no. 50534017) inserted. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: case upgraded to serious incident. Consumer details and essure stop date added. Event injuries deleted and event foreign-body material has been removed added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure (batch no. 50534017) inserted. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('intense pelvic cramps') in a female patient who had essure (batch no. 50534017) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain ("intense pain in abdomen"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), mood swings ("mood swings"), menstrual disorder ("menstrual symptoms / menstrual problems"), alopecia ("hair loss") and pain in extremity ("pain in her legs, pain hands and fingers") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure and fallopian tubes removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain had resolved, the depression, mood swings, menstrual disorder, alopecia and hormone level abnormal was resolving and the pain in extremity had not resolved. The reporter considered abdominal pain, alopecia, depression, hormone level abnormal, menstrual disorder, mood swings, pain in extremity and pelvic pain to be related to essure. The reporter commented: she soon noticed that her health was improving and that she became more energetic again. The stabbing pelvic pain disappeared, and the strength in her hands, legs and fingers came back. Since removal of the essure, she also has less trouble with mood swings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2021: a new reporter type (lawyer) was provided, the adverse events pain in her legs and pain hands and finger were joined. The outcome for adverse events pelvic pain and abdominal pain was updated for recovered/resolved, the outcome for pain in her legs, hands and fingers was updated for not recovered and the outcome for adverse events depression, mood swings, menstrual symptoms / menstrual problems, hormonal problems and hair loss was updated for recovering/resolving. Amendment: due to internal review last follow up was not received on 04-jan-2021 but on 24-sep-2020. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('intense pelvic cramps') in a female patient who had essure (batch no. 50534017) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain ("intense pain in abdomen"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression "), mood swings ("mood swings"), menstrual disorder ("menstrual symptoms"), alopecia ("hair loss"), the first episode of pain in extremity ("pain in her legs") and the second episode of pain in extremity ("pain hands and fingers") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure and fallopian tubes removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, depression, mood swings, menstrual disorder, alopecia, hormone level abnormal and the last episode of pain in extremity outcome was unknown. The reporter considered abdominal pain, alopecia, depression, hormone level abnormal, menstrual disorder, mood swings, pelvic pain, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure. The reporter commented: she soon noticed that her health was improving and that she became more energetic again. The stabbing pelvic pain disappeared, and the strength in her hands, legs and fingers came back. Since removal of the essure, she also has less trouble with mood swings quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: insertion date updated. Events intense pain in her abdomen, depression, mood swings, very intense pelvic cramps, menstrual symptoms, hair loss, hormonal problems, and pain in her legs, hands and fingers added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('intense pelvic cramps') in a female patient who had essure (batch no. 50534017) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain ("intense pain in abdomen"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), mood swings ("mood swings"), menstrual disorder ("menstrual symptoms / menstrual problems"), alopecia ("hair loss") and pain in extremity ("pain in her legs, pain hands and fingers") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure and fallopian tubes removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain had resolved, the depression, mood swings, menstrual disorder, alopecia and hormone level abnormal was resolving and the pain in extremity had not resolved. The reporter considered abdominal pain, alopecia, depression, hormone level abnormal, menstrual disorder, mood swings, pain in extremity and pelvic pain to be related to essure. The reporter commented: she soon noticed that her health was improving and that she became more energetic again. The stabbing pelvic pain disappeared, and the strength in her hands, legs and fingers came back. Since removal of the essure, she also has less trouble with mood swings quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2021: a new reporter type (lawyer) was provided, the adverse events pain in her legs and pain hands and finger were joined. The outcome for adverse events pelvic pain and abdominal pain was updated for recovered/resolved, the outcome for pain in her legs, hands and fingers was updated for not recovered and the outcome for adverse events depression, mood swings, menstrual symptoms / menstrual problems, hormonal problems and hair loss was updated for recovering/resolving. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.